Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed infection at abutment site, clinical management is ongoing. The implanted device remains.